Manufacturer narrative:
The user was inserted with the sensor on the (B)(6) 2023. During the user's follow-up appointment with the inserting hcp, the hcp noticed the steri-strips had fallen off and the wound was open with the sensor visible outside the skin. The hcp removed the sensor, and the wound was cleaned. No infection was present and the hcp prescribed mupirocin ointment. No further investigation is required.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the steri-strips fell off with open wound and the sensor was visible outside of the skin.